Event description:
A surgeon reported a case of posterior capsule rupture, observed on a patient's left eye, after having undergone a laser assisted cataract procedure. Reporter indicated laser capsulotomy was not performed, although it was selected. Reporter relayed the intraocular lens was not implanted. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).